Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received software error while loading finger stick into pump. Error occurred and active insulin cleared and pump rewind now displayed. Customer received a second pump error alarm and advised to disconnect from pump. The customer¿s blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Software low failure noted in the formatted history file due to software error.